Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was received and evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found as no meter values are present and/or no meter values that are inaccurate are present within the investigation window. The customer complaint is undetermined as analysis would not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s spouse, on (B)(6) 2025, the patient experienced a hypoglycemic event that led to a motor vehicle accident. At 4:27 pm, cgm alerted the patient of a low glucose value of 72 mg/dl. At that time, the patient did not report any noticeable symptoms, but he took precautionary action by stopping at a store to consume a granola bar and sunny delight juice. His wife, who also received the cgm alert, called to remind him to eat something. Around 5:00 pm, he drifted off the road, which was later confirmed to be due to severe hypoglycemia. Emergency medical technicians (emt) found the patient disoriented and performed a fingerstick test showing a critically low blood glucose level of 20 mg/dl. The cgm reading was not documented, though it was "presumably consistent with the dangerously low level." Emt treated the patient with IV dextrose at the scene, and the patient responded within approximately 25 minutes. Upon arrival at the emergency room (ER), the patient was monitored and did not receive additional medications. The patient had seatbelt-related bruising, and no other trauma was noted. The patient was stable and discharged in less than 24 hours, returning to work the following day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2 type of follow up: correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s spouse, on (B)(6) 2025, the patient experienced a hypoglycemic event that led to a motor vehicle accident. At 4:27 pm, cgm alerted the patient of a low glucose value of 71 mg/dl. At that time, the patient did not report any noticeable symptoms, but he took precautionary action by stopping at a store to consume a granola bar and sunny delight juice. His wife, who also received the cgm alert on her follow app, called to remind him to eat something. Around 5:00 pm, he drifted off the road, which was later confirmed to be due to severe hypoglycemia. Emergency medical technicians (emt) found the patient disoriented and performed a fingerstick test showing a critically low blood glucose level of 20 mg/dl. The cgm reading was not documented, though it was "presumably consistent with the dangerously low level." The patient¿s wife, however, stated that the cgm was 132 to 140 mg/dl points apart from the bg. Emt treated the patient with IV dextrose at the scene, and the patient responded within approximately 25 minutes. Upon arrival at the emergency room (ER), the patient was monitored and did not receive additional medications. The patient had seatbelt-related bruise, and no other trauma was noted. At an unspecified time, the patient removed the sensor. The patient was stable and discharged in less than 24 hours, returning to work the following day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. An applicator was provided for investigation. Product was provided for investigation but was not investigated as analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation was undetermined. The probable cause could not be determined.